Event description:
It was reported that: patient stated that she has pain from time to time. Patient has a problem standing and has stiffness in her right leg.

Manufacturer narrative:
Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplement report.